Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 485 mg/dl following a supply change and meal announcement. The user performed additional supply and site changes, but bg remained elevated through the evening before gradually trending down. On (B)(6) 2025, bg returned to range. No medical intervention required.